Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial lead. The event was resolved by reprogramming the device. The patient was in stable condition and will continue to be monitored.